Manufacturer narrative:
The meter was returned for investigation. The display did not show any noticeable contrast errors or flickering during the examination. The battery compartment was found to be contaminated by a leaked battery. This contamination can temporarily lead to the complained issue. The contamination would be caused by a mishandling of the device. Medwatch fields d9. And h3. Have been updated.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The reporter stated the meter was displaying an error 8 message and the screen was flickering. The reporter exchanged the batteries but the problem persisted. The reporter performed a display check and confirmed no segments were missing but the segments were flickering in unison. The reporter confirmed the meter was not exposed to moisture and there was no moisture in the battery compartment. When the meter powered up, the error 8 message appeared on the meter's screen immediately and the screen flickered.

Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent. Per product labeling, error 8 is an "internal error. An error occurred during the internal diagnostic test." To resolve the error, product labeling states "solution: power the meter off and remove the batteries. Wait at least 1 minute before re-inserting the batteries in the battery compartment. Re-set the date and time as described in the meter setup section of this manual. Caution: the date and time must be set correctly. Repeat the test. If you see the same error message again, the meter has a defect." The investigation is ongoing.